Manufacturer narrative:
We are awaiting additional details regarding the incident and upon completion of the investigation a follow up report will be submitted.

Event description:
Report stated that the stent did not cross the lesion.